Event description:
It was reported that the 9600+ sys boots with a precharge failure and will not fluoro. No pt involvement.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the batteries. Sys operates as intended.